Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cartridge alarm 6 investigation could not be completed as the cartridge was not returned. No failure related to the reported minimum fill notification was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms. Reportedly, the customer was not outside of the labeled operating altitude range at the time of these alarms. Additionally, it was reported that the customer received a minimum fill notification after loading a cartridge with 300 units of insulin. There was no patient involvement, as the pump was being used for demonstration purposes only.